Event description:
Additional information was received which indicated this right ventricular (rv) lead was explanted and replaced. No additional adverse patient effects were reported.

Event description:
This supplemental report is being filed as the device evaluation was completed.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Inspection of the lead body and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported high thresholds, loss of capture (loc), noise, and dislodgement.

Event description:
It was reported that this right atrial (ra) lead exhibited high thresholds and loss of capture (loc). In addition, noise was also observed. A chest x-ray was performed, which indicated the ra lead had dislodged. The device was reprogrammed and a revision procedure was planned. At this time, the ra lead remains in service. No adverse patient effects were reported.